Event description:
It was reported that there was an unspecified issue with the wake button on the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.